Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery couldn¿t be charged resulting in the pump shutting down. It was reported that the customer experienced an elevated blood glucose (bg) level of 281 mg/dl then read high from the pump unable to turn on. Bg was addressed via manual insulin injection and water. Customer reverted to an alternate method for insulin therapy.